Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a sensor anomaly. The customer's blood glucose reading was unknown. The customer stated that her sensor did not blink when she inserted it yesterday and when she pulled it out there was no electrode. The customer was advised that it might have been pulled in together with the needle. The customer will be sent a replacement sensor.